Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a communication issue occurred. The customer stated that the machine was live and connected to the network and were able to remote into the device without issue. However, the healthsight viewer continued to display a communication issue, showing an aged status of 352 days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a communication issue. A technical support specialist accessed the station remotely and found to be on disconnected mode due to a synchronization delay. Knowledge article titled proper data sync 2.0 procedure was applied, and a full synchronization was performed without dropping the database and transactions were verified, and the full synchronization completed successfully. The station was confirmed operational and available for use and was noted that the customer reported this issue had occurred multiple times previously and that the station had been in critical override since 1/20. Event viewer and data synchronization logs were reviewed, revealing structured query language server event identity 824 errors indicating a logical consistency-based error related to database encryption and corrupted system files were found and repaired, and further investigation was planned. The tss created a new database and performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.